Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to verify motor error alarm due to prime alarm. The motor was tested outside of the insulin pump and passed. The insulin pump was unable to perform occlusion, prime and excessive no delivery test due to alarm. The insulin pump was received no button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 145 mg/dl at the time of the call. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.